Event description:
Unomedical reference number (B)(4). Event occurred in australia on (B)(6) 2024, it was reported by the patient that he was hospitalized for 7 hours due to hyperglycemia episode and high ketones. He received an infusion flow block alarm from two sets. Patient also reporting that her pump is not delivering auto correction. High blood glucose level was 27 mmol/l. It was corrected by the hospitalization treatment and via bolus pump. No further information was available.